Manufacturer narrative:
The device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes include kinks, leaks, or blockage, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during debridement treatment the water flow of the versajet exact assy, 45 degree x 14mm was weakening. A smith and nephew back up device was available. No patient injury or delay reported.